Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead. A follow-up in (B)(6) of 2014 showed no lead noise. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.